Manufacturer narrative:
The device has been received for evaluation however device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred. There was no impact to customer's blood glucose. Reportedly, customer reverted to an alternate pump for insulin therapy.